Event description:
It is alleged that "patient received a cook tulip filter. Patient is alleging collapsed inferior vena cava filter with extensive nodular densities up and down the retroperitoneum . Hospital and medical records have not been provided."

Manufacturer narrative:
Customer (person) not provided, information provided by mcsweeney langevin llc. Occupation: non-healthcare professional. Investigation: unknown if the reported collapsed filter is directly related to the filter and unable to identify a corresponding failure mode at this point in time. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.